Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert detected. Customer reported that the type of battery in use was energizer. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now alarm without low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.